Event description:
Exposed to "haz." Material; exposure to particulate foam / outgassing from foam in philips remstar CPAP (s/n (B)(4).) Confirmed device is on recall by philips through their website (and submitted information to them.) Confirmed presence of black particulate matter in tube running from CPAP to facemask. Previously used this device for approx 10 years (device was replaced earlier this year before recall was announced.) Have had chronic sinus inflammation for years along with borderline metabolic panel results indicating possible liver / kidney issues during the same period. FDA safety report ID # (B)(4).